Event description:
Information became known to MFR of a jbjs published article describing (3) patients with broken 4.5 mm cannulated screws. The article reports on patients with moderate late-onset tibia vara who underwent lateral proximal tibial hemiepiphysiodesis with the pediplate and had mechanical failure of the 4.5 mm cannulated stainless steel metaphyseal screws. Refer to published article in the journal of bone and joint surgery: mechanical failure of the orthopediatrics pediplate in late-onset tibia vara with moderate deformity a report of three cases. Jbjs case connector: volume 3 number 2, 05/22/2013.

Manufacturer narrative:
As a result of the publication of this article, orthopediatrics' medical officer made contact with dr. (B)(6) to discuss the issue reported in the article. Both agreed that this patient population poses a much higher risk for failure to achieve deformity correction. Because of the degree of deformity and the fact that the children were obese (average bmi of 43.1 kg/sq. Meter), these cases are also at higher risk for screw breakage. Of the three cases in which screw failure was observed, two achieved the desired correction of deformity. Only one required revision in order to try to achieve correction. There is no mention whether correction was achieved after revision.

Manufacturer narrative:
As a result of the publication of this article, orthopediatrics' medical officer made contact with dr. (B)(6) to discuss the issue reported in the article. Both agreed that this patient population poses a much higher risk for failure to achieve deformity correction. Because of the degree of deformity and the fact that the children were obese (average bmi of 43.1 kg/sq. Meter), these cases are also at higher risk for screw breakage. Of the three cases in which screw failure was observed, two achieved the desired correction of deformity. Only one required revision in order to try to achieve correction. There is no mention whether correction was achieved after revision.

Manufacturer narrative:
As a result of the publication of this article, orthopediatrics' medical officer made contact with dr. (B)(6) to discuss the issue reported in the article. Both agreed that this patient population poses a much higher risk for failure to achieve deformity correction. Because of the degree of deformity and the fact that the children were obese (average bmi of 43.1 kg/sq. Meter), these cases are also at higher risk for screw breakage. Of the three cases in which screw failure was observed, two achieved the desired correction of deformity. Only one required revision in order to try to achieve correction. There is no mention whether correction was achieved after revision.

Event description:
Information became known to MFR of a jbjs published article describing (3) patients with broken 4.5 mm cannulated screws. The article reports on patients with moderate late-onset tibia vara who underwent lateral proximal tibial hemiepiphysiodesis with the pediplate and had mechanical failure of the 4.5 mm cannulated stainless steel metaphyseal screws. Refer to published article in the journal of bone and joint surgery: mechanical failure of the orthopediatrics pediplate in late-onset tibia vara with moderate deformity a report of three cases. Jbjs case connector: volume 3 number 2, 05/22/2013.

Event description:
Information became known to MFR of a jbjs published article describing (3) patients with broken 4.5 mm cannulated screws. The article reports on patients with moderate late-onset tibia vara who underwent lateral proximal tibial hemiepiphysiodesis with the pediplate and had mechanical failure of the 4.5 mm cannulated stainless steel metaphyseal screws. Refer to published article in the journal of bone and joint surgery: mechanical failure of the orthopediatrics pediplate in late-onset tibia vara with moderate deformity a report of three cases. Jbjs case connector: volume 3 number 2, 05/22/2013.